Manufacturer narrative:
(B)(6). Correction: the correct PMA/510(k) is k984162; not k955713 as previously reported. This report is filed april 30, 2014. The implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery to excise hypertrophic tissue on (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.